Event description:
On (B)(6) 2014, leica biosystems received information from the laboratory that re-biopsy of three patients was required. All patient identifier information has been requested, but not received as of (B)(6) 2015. Leica will submit a follow-up report if additional patient identifier information is obtained. Reference MFR # (B)(4).